Manufacturer narrative:
Evaluation summary: the delivery system returned loaded into the guide catheter and haemostatic valve. The dislodged stent did not return for analysis. Blood was visible in the inflation lumen and balloon the balloon proximal folds were open. The balloon distal folds remained intact. Crimp impressions were visible on the exposed mid to distal balloon surface. Upon visual inspection a short longitudinal tear was observed on the balloon distal cone. A lead in scratch was visible proximal to the tear site. Numerous kinks were evident along the distal shaft. The transition tubing was deformed immediately proximal to the guidewire entry port. The inner patency could not be verified with a 0.015 inch mandrel due to the deformation on the distal shaft.there was slight deformation to the distal tip. Image review: the images capture the lesion site in the lcx exhibiting 90% stenosis. The attempted delivery of the resolute integrity stent is captured from the images. The partial expansion of the resolute integrity stent is visible on the proximal section of the stent. The partial expansion of the stent suggests inflation difficulties with the balloon. But a leak or burst balloon cannot be confirmed. The delivery system has been retracted proximally in the vessel and the stent appears to have moved proximally in the vessel, with possible bunching of the proximal end of the stent. It appears that attempts were made to retrieve the stent and delivery system but this was not possible. There are no images capturing the dislodged stent in the vessel without the delivery system. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified, moderately tortuous rca lesion exhibiting 90% stenosis. The lesion was not pre-dilated. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. No resistance was noted advancing the device to the lesion. During the procedure the stent was sent/placed to rca . During stent deployment, the proximal area of the stent was inflated, but the distal of the stent was not and the balloon of the stent burst / ruptured at 6 atm. The stent could not be retrieved with snare. A complication was reported to have developed and the patient was taken for urgent bypass. Patient's current status described as stable.

Manufacturer narrative:
Clarification of event date.